Event description:
It was reported that the ventilator generated alarms and had issues with delivering volumes. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on technician statement, the issue was not reproduced onsite by trained hospital's biomed. The ventilator passed all functional and safety tests and was cleared for clinical use. Review of the device's logs from on (B)(6) 2025 (prior to date of event: 05/25/2025) confirms occurrence of alarms such as peep low, expiratory minute volume low, respiratory rate high, airway pressure high, air supply pressure low, gas supply pressures low, pressure delivery restricted. Alarms will be generated when set alarms limits are exceeded, as per design to alert the operator about ongoing issues. These alarms indicate problems with the patient circuit (possible leakage, blockages, bad position, or kinked tubing), which can lead either insufficient ventilation for the patient or no ventilation. The cause of the alarms has not been conclusively determined. The conclusion is that the difficulties may either be due to non-optimal user settings of the device for the actual patient or an increased expiratory resistance due to accessories in the patient circuit or leakage, but there was no technical malfunction of the ventilator.

Event description:
Manufacturer's ref.#: (B)(4).